Event description:
It was reported that the physician requested a review of a stored ventricular tachycardia (vt) episode for the patient with this cardiac resynchronization therapy defibrillator (crt-d) that experienced a syncopal episode. Upon review it was found that the patient self conducted ventricular rhythm accelerated from vt to ventricular fibrillation (vf) after anti-tachycardia pacing (atp) therapy was applied. A shock was delivered which successfully converted the arrhythmia. This crt-d remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the physician requested a review of a stored ventricular tachycardia (vt) episode for the patient with this cardiac resynchronization therapy defibrillator (crt-d) that experienced a syncopal episode. Upon review it was found that the patient self conducted ventricular rhythm accelerated from vt to ventricular fibrillation (vf) after anti-tachycardia pacing (atp) therapy was applied. A shock was delivered which successfully converted the arrhythmia. This crt-d remains in service. No additional adverse patient effects were reported. Additional information was received, the patient with this crt-d received anti-tachycardia pacing (atp) for a ventricular tachycardia which accelerated the rhythm. A shock was delivered which converted the arrhythmia. Technical services (ts) provided a review of the episode. This crt-d remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the physician requested a review of a stored ventricular tachycardia (vt) episode for the patient with this cardiac resynchronization therapy defibrillator (crt-d) that experienced a syncopal episode. Upon review it was found that the patient self conducted ventricular rhythm accelerated from vt to ventricular fibrillation (vf) after anti-tachycardia pacing (atp) therapy was applied. A shock was delivered which successfully converted the arrhythmia. This crt-d remains in service. No additional adverse patient effects were reported. Additional information was received, the patient with this crt-d received anti-tachycardia pacing (atp) for a ventricular tachycardia which accelerated the rhythm. A shock was delivered which converted the arrhythmia. Technical services (ts) provided a review of the episode. This crt-d remains in service. No additional adverse patient effects were reported. Additional information was received, the patient with this cardiac resynchronization therapy defibrillator (crt-d) inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to atrial tachycardia with rapid ventricular response (rvr). Technical services (ts) provided a review of the reports and discussed having cardiology look at the reports to confirm rhythm. This crt-d remains in service. No adverse patient effects were reported.